Event description:
A ventilator was returned to the manufacturer's factory authorized service center for service. There was no harm or injury reported. During the evaluation of the device a "ventilator inoperative" alarm was observed. The device's system board, display board and front panel were replaced to address the issue.